Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he accidentally pressed the buttons and suspended the insulin pump causing high blood glucose to go as high as 500 mg/dl. The customer was going to treat with manual injection. The customer inquired if the keypad could be locked. Customer was advised with locking the keypad. He declined troubleshooting since he knows the high was caused by suspending the insulin pump by mistake.